Event description:
Additional information 14-apr-2026 stated the "healthcare providers wanted to be considered for a liver transplant and "[healthcare facility]" had the only program, so they transferred her care to "[healthcare facility]". At the "[healthcare facility]" they removed the dobhoff and inserted a corpak tube into her jejunum. "[Patient]" suffered from severe abdominal pain when connected to the kangaroo pump (a pump that delivers tube feeding at a set rate) they treated "[patient]" with pain medicines inpatient and would keep her about 10 days, send her home, then readmit "[patient]" after about 2 days at home. "[The patient]" would go to (emergency room) ER repeatedly due to pain, gastritis, and diarrhea. "[Family member]" stated they were constantly replacing "[the patients]" potassium with each hospital visits through the patient's intravenous (IV) access." The clinicians noted the patient was constipated, despite having diarrhea. The family member asked for colonoscopy, but the healthcare providers felt the patient was too weak for the procedure. The family member stated the healthcare providers decided to give nutrition by mouth as it was better than the pain with the pump. "The back-and-forth visits from the hospital to transplant clinics were exhausting for both as the" the family member has health conditions too. The family member decided to take the patient back to another healthcare facility after getting no relief with at another healthcare facility after 6-weeks of ongoing frustration. The healthcare facility stated that the nasogastric/nasointestinal tube was double kinked and twisted in esophagus. The user facility did not remove the tube because it had some "magnetic holder" in the patient's nose and they did not know how to remove it. The family member took the patient back to a previous healthcare facility and the clinicians at that healthcare facility finally removed the tube after over 6-weeks in use. The healthcare providers removed it on a friday and sent the patient home for a follow up appointment at another facility on monday, but the patient passed on 4:04am (B)(6) 2025.the autopsy report noted the cause of death as "electrolyte imbalance with extremely low potassium levels and sudden cardiac arrest."

Event description:
It was reported via FDA medwatch / FDA user facility report mw report mw5183424 the following information was provided: corpak feeding tube was kinked at (B)(6). They pulled on it but did not remove resulting in a double kink, caused refeeding syndrome. On (B)(6) 2025 tube was removed but (B)(6) did not balance electrolytes and discharged the patient. Patient died 3 days later from sudden cardiac arrest. Additional information received 17-feb-2026 stated the patient "died from the refeeding syndrome "[the first healthcare facility]" has these records, and "[the second healthcare facility]" both had discovered both time this tube kinked. "[The first healthcare facility]" placed it in august, and found it kinked 6-weeks later, so "[the first healthcare facility]" pulled it back some and called it good. However, the refeeding syndrome continued while "[the first healthcare facility]" said it was ok. "[The family member]" went to "[the second healthcare facility]" and found it was not only double kinked but looped in the esophagus. "[The first healthcare facility]" finally pulled the tube on (B)(6) 2025 and died from sca (sudden cardiac arrest) on (B)(6) 2025." ""[The first healthcare facility]" kept admitting "[the patient]" then correcting the electrolyte imbalance then discharge for 3-months. Refusing to remove the tube. "[The patient]" had no issues prior to this with a 6-week stay prior to "[both healthcare facilities]" using a dobhoff."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 10-mar-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
Additional information: b6 and b7all information reasonably known as of 21-jul-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc.avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4)this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.